Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw in the locking mechanism became loose and the assembly came apart.

Manufacturer narrative:
The instrument associated with the reported event was not returned for examination. The investigation could not draw any conclusions about the reported event without the instrument to examine. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.